Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The device while in for bench repair was found to have a highly corroded ac connection. There was no reported patient involvement/adverse patient impact.